Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: lima urology inc. (B)(6). Letter to (B)(6). Urologic consultation; underwent anterior/posterior colporrhaphy and pubovaginal sling on (B)(6) 2001, (B)(6) 2002 following a violent maneuver on an amusement ride she noted a bulge in the vaginal area and underwent a redo anterior colporrhaphy and pubovaginal sling with excellent results. Subsequently underwent bilateral salpingo-oophorectomy on (B)(6) 2004 and by (B)(6) 2005 she noted an incisional hernia which has increased in size. Occasional rare episodes of stress urinary incontinence. Underwent repair of a hiatal hernia in 2004. Examination: abdomen; soft, there is a lower vertical midline incisional hernia. Impression: incisional hernia, rectocele and minimal stress incontinence. Plan: symptomatic from incisional hernia and somewhat symptomatic from rectocele; discussed some patients seem to have genetic defects in collagen scar formation and remains at great risk for poor wound healing throughout their life. Second opinion; will make arrangements for her to be seen by dr. Rackley at the cleveland clinic. Advised her that she could undergo repair of the incisional hernia and may benefit from rectocele repair but I see no pressing need to proceed with cystocele repair or pubovaginal sling at this time. [Missing records: records for hiatal hernia repair in 2004 were not provided.] (B)(6) 2005: (B)(6). (B)(6). Operative report. Operation: lysis of adhesions and repair of incisional hernia with gore-tex mesh. Surgeon 2: (B)(6). Assistant 1: (B)(6). Assistant 2: (B)(6). Anesthesia: [blank]. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operative indications: the patient is a 49-year-old woman who has had multiple, previous, lower, vertical, midline incisions and presents with a symptomatic incisional hernia, which is reducible. After discussing risks, benefits, and alternatives, the patient elected to undergo the aforementioned procedure. Operative procedure: ¿this case was performed in conjunction with the urology service, and they will be dictating their part of the surgery separately. The patient was brought to the operating room and placed in supine position. After induction of general endotracheal anesthesia, the abdomen was prepped and draped in usual sterile fashion. The urologic team prepped and draped the patient in an appropriate position for that part of the operation. A lower, vertical, midline incision overlying her previous scar, and the scar was excised and passed off the table as specimen. Dissection was carried down through the skin and subcutaneous tissue until the hernia sac was identified. This was dissected circumferentially to the fascial edges once the full extent of the hernia sac was identified. We did enter into the hernia sac. There was no injury to small bowel made. We the [sic] proceeded to excise the hernia sac and passed it off a specimen. Circumferentially, we cleared off the fascial edges and allowed safe entrance into the abdomen. We did have to lyse several loose adhesions. At this point, the urologic team proceeded to perform their segment of the operation. Once this was completed, we returned to the operating room and reassessed her wound at this point. We continued to identify the fascial edges appropriately, and then we measured our defect. The defect was approximately 17 x 4 cm at this point. We selected a dualmesh of appropriate size and placed it in an underlay fashion, using vertical mattress sutures of #1 prolene. Once the mesh was secured circumferentially, we did close the fascia over the top of this using running #1 prolene sutures. We did irrigate and assured that hemostasis was attained. We used a single 3-0 vicryl suture to reapproximate the umbilicus. The subcutaneous tissue was reapproximated using figure-of-eight 3-0 vicryl sutures. Running 4-0 monocryl suture was used to reapproximate the skin, and benzoin and steri-strips was applied. The patient was awakened, extubated, and transferred to the pacu in stable condition.¿ 10/31/05: the cleveland clinic. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 04982223. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc02/04982223) was implanted during the procedure. (B)(6) 2005: (B)(6). Operative report. Assistant 1: (B)(6). Surgeon 2: [blank] [sic]. Assistant 2: (B)(6). Operation: transvaginal vault suspension with open abdominal sacral colpopexy fixation to the sacrum, sling repair. Anesthesia: [blank] [sic]. Preoperative diagnosis: pelvic organ prolapse and recurrent ventral hernia. Postoperative diagnosis: pelvic organ prolapse and recurrent ventral hernia. Operative indications: the patient is a 49-year-old female with recurrent vaginal vault prolapse and recurrent incisional hernias for multiple previous abdominal procedures. She is scheduled to undergo a combined procedure by dr. Rackley and dr. Chan today to address these issues of herniation. Operative procedure: ¿the patient was identified by name and arm band and placed on the operating room table in the supine position with low lithotomy position and after induction of anesthesia. She was subsequently positioned, prepped and draped in the usual fashion for the above-mentioned procedure. The general surgeons went first and repaired a ventral hernia repair in regards to dissecting out her herniation of the abdominal wall. This provided us access to the peritoneal cavity at which time we placed two strips of prolene mesh measuring 1.1 x 30 cm in length at the 3 and 9-o¿clock positions from the level of the perineal body alongside the vagina to the apex of the vagina and subsequently fixed this to the anterior spinous ligament of the anterior aspect of the sacral promontory. The graft material was extraperitonealized. Cystoscopy was performed and failed to show any foreign body within the bladder. A suspending sling was placed at the mid-urethral level. Vaginal incisions were closed. Perineal body incisions were closed. Foley catheter and packing were left in place. The patient was turned back over to the care of the general surgeons at which time they completed their hernia repair and closed the abdominal incision in a primary fashion. The patient was awakened from our anesthetic and returned to the recovery room in stable condition.¿ estimated blood loss: less than 100 cubic centimeters. (B)(6) 2009: (B)(6). Emergency room visit. Complicated surgical history; total of five bladder suspension repairs as well as multiple hernia operations the last of which have been performed at the (B)(6). Vomited several times and then had diarrhea, felt like hernia had torn. Describes diarrhea as loose and runny, states abdomen is not really sore at this time and is feeling much better, essentially pain free, at worst pain was 6 out of 10, concerned about the hernia; that it possibly tore loose and presents now for evaluation. Examination: abdomen; revealed a rather large ventral hernia which measures approximately 8-10 cm, it protrudes when the patient does a valsalva maneuver, active bowel sounds, no guarding or rebound. Presenting with nausea, vomiting and abdominal pain; at this time, I do not see any surgical incisions anywhere near this ventral hernia that I can see clinically. I feel the patient probably has a new hernia in this area. Certainly could have adhesions or small bowel obstruction. Pain atypical for gallstones or kidney stones, will treat symptomatically. Does not appear clinically to be obstructed. CT scan of abdomen and pelvis revealed a ventral hernia measuring approximately 8 millimeters, probable cholelithiasis, no evidence of any obstruction. Offered to call the surgeon here locally and patient declined; would prefer to follow up with cleveland clinic. Diagnosis: ventral hernia, nausea, vomiting and diarrhea. Plan: discharged; zofran as needed for nausea, advised her to call her surgeon at the cleveland clinic for follow-up. Return for increasing pain, syncope, fever greater than 101 degrees, nausea and vomiting x 2, worsening symptoms or any concern they deem emergent. (B)(6) 2009: (B)(6). Radiology- CT abdomen/pelvis. Clinical information: possible bowel obstruction. Possible ventral hernia, mass in this area. Nausea and vomiting this morning. History of adhesions and surgeries. Findings: may possibly be status post fundal plication surgery. There is evidence of a small ventral anterior abdominal wall hernia, just above the level of the umbilicus containing a small air-filled portion of the large bowel but this does not appear to cause any obstruction. The hernia defect measures approximately 8 mm in diameter. There is evidence of previous hernia repair surgery along the anterior abdominal wall, just below this level. A minimally dilated fluid filled loop of small bowel is present in the right abdomen, but there is no evidence of bowel obstruction. No acute inflammatory changes are seen. Mild degenerative changes noted along the lower thoracic spine. Impression: small ventral abdominal wall hernia containing a loop of large bowel without evidence of obstruction or incarceration. Probable cholelithiasis. Multiple probable liver cysts. (B)(6) 2009: (B)(6). Operative report. Assistant 1: (B)(6). Please note that (B)(6) was requested to be the first assistant given that there was no qualified resident available. Operations: diagnostic laparoscopy, laparoscopic lysis of adhesion, laparoscopic repair of recurrent ventral hernia with implantation of gore mesh. Anesthesia: general endotracheal. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operative indications: this is a 52-year-old female status post an open laparotomy done in (B)(6) 2005. At the same time, she had a repair of an incisional hernia with gore-tex. She had an uneventful course. However, recently developed some abdominal pain and was evaluated with cat scan and found to have recurrence or a possible new hernia above her umbilicus above the prior mesh. She was brought to the operating room for hernia repair. Operative findings: the operation was completed laparoscopically. The patient was found to have multiple small adhesions as well as hernias at the superior aspect of the repair. This was a swiss-cheese defect. A large 8 x 12 sheet of gore-tex dual mesh was placed to cover the entire region. Operative procedure: ¿she was brought in the operating room, identified by the name, placed on the operating table in supine position, administered general endotracheal anesthesia and given preoperative antibiotics, had a foley catheter passed into her bladder without difficulty. Her abdomen was then prepped and draped in the usual sterile fashion. A large ioban was placed in the entire abdominal cavity. We gained entry using a 5-mm optical trocar in the left upper quadrant. Additional trocars were placed on the left side as well as one on the right side. An extensive lysis of adhesion was performed. Most of the omentum was stuck to the anterior abdominal wall at her prior mesh repair as well as within the defects. Once this was complete, the defect was measured out and a sheet of 8 x 12 gore-tex mesh was used to repair the area. At least 4-5 small holes were seen on the upper abdomen and appeared to be at the site of the fixation of the prior mesh. We then used a suture passer as well as spiral tacker when circumferentially around this to contact this in place and then used transfacial sutures. Hemostasis appeared to be excellent. The trocars were then removed. The fascial defects at the large trocar site closed and the skin anesthetized. The skin was then reapproximated. The patient tolerated the procedure. Was extubated, and transferred to the recovery room in satisfactory condition.¿ estimated blood loss: 50 ml. Drains: none. Specimens: none. Product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. (B)(6) 2010: (B)(6). Emergency room visit. Complaint of abdominal pain; prior had diarrhea, some loose stool yesterday, a couple episodes of that otherwise felt okay, eating and drinking reasonably well. At midnight, rather abrupt onset of abdominal pain; points just superior to umbilicus, where pain is at. Has had several surgeries related to bladder suspension and has had some problems with midline hernia redevelopment that required a large mesh repair; believe she had this completed at cleveland clinic. Never had pain like this before, began retching not actually vomiting, dry heaves, pain is a 10, constant. Examination: abdomen; palpation reveals fairly exquisite discomfort, just superior to the umbilicus, can feel an area of firmness, made me suspect the possibility of a hernia, some firmness right there and she points that is the region of most pain. Other regions of abdomen nontender. Bowel sounds mildly, don¿t notice evidence of any auscultatory evidence of obstruction. Cat scan; small gas loculations anterior to the esophagogastric junction, possibly due to redundant esophagus vs. Post surgical change, does have a history of a hiatal hernia. Findings compatible with diffuse fatty infiltration, otherwise no acute findings. Not clear what is causing her pain, does not appear to be a hernia, does not appear to be an obstruction. Does have a history of gallstones, possible source of some of her pain. Impression/plan: abdominal pain, admitted to dr. Azeez for further care. (B)(6) 2010: (B)(6). History and physical. Sudden onset of abdominal pain; excruciating abdominal pain, associated nausea and emesis, bouts of diarrhea, has had multiple surgeries in the abdomen at the cleveland clinic. According to her, she has had bladder suspension 7 times or repair, total hysterectomy. Given fentanyl for pain, did improve at that time, recurred subsequently. Examination: obese, pain in anterior abdomen. Abdomen; obese, bowel sounds very faint if any, no dullness to percussion, palpation shows tenderness in the mid abdominal area, no evidence of rebound, tenderness. Abdominal CT scan essentially showed no acute findings. Impression/plan: abdominal pain; presents with this ____[sic] pain, cold not appreciate any bruit to suggest aneurysm of the aortic abdomen, most likelihood is possible ileus with possible adhesions, will talk to dr. Chand at the cleveland clinic in order to transfer back to his service, since he is very familiar with the patient with multiple surgeries by him, will control her pain with dilaudid. Deep venous thrombosis prophylaxis; will place her on lovenox shot 40 subcutaneous daily. Continued on attachment. - attachment: [section h10.11 continuation 2017233-2019-00810.pdf]

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: as part of gore¿s investigation, it was determined the product identification provided and initially reported is unrelated to the complaint. Therefore, we are updating the lot/serial information to "unknown".

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: holes found in the mesh, mesh failure causing revision surgery and an additional surgery. Additional event specific information was not provided.